Event description:
The service engineer reported that prior to use on a pt he was unable to sync the ECG signal from an external philips mx800 into the cardiosave iabp. No pt injury was reported.

Manufacturer narrative:
The company rep moved jumper jp6 and jp7 on front end board to between pin 2 and 3; the service engineer tested the iabp to factory specification. It functioned normally and was returned to the customer. (B)(4).